Event description:
Prime successful and then the tx1 would not operate.

Manufacturer narrative:
"Was voided because the alleged complaint unit was disposed of. It is not possible to verify an assignable cause for the issue without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for lot 10213-07 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 10213-07. There were (B)(4) reported microtip unit failures from this lot. Lot 10213-07 has a failure rate of (B)(4). Per the sales rep, the customer was not using a compression cuff, which can lower the psi of the bag. This cause cannot be verified. The rep also stated that when the units stop cutting, the staff immediately installs a new cartridge without trying to troubleshoot the unit."